Event description:
"During PICC insertion, the 5.0 guidewire could not be withdrawn/removed from the introducer as it should. After multiple attempts, I retracted the introducer half way out, then I could remove the guidewire, but with much resistance and it was shaped like a cork screw. All of the guidewire was present with close inspection of the tip" per PICC rn.